Event description:
Ceramic around the tip of the electrode cracked and broke off in patient's shoulder. The fragment was removed from the joint without impact to the patient. If this were to recur and the fragment not removed it could potentially result in a patient injury.